Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. It was reported that a patient was involved in a mvc (motor vehicle collision) and was treated with a r/afn system (retrograde/antegrade femoral nail) system for a left closed femoral shaft fracture and a left closed non-displaced acetabular fracture, approximately 7 months ago, on (B)(6) 2017. The r/afn system consisted of a left femur intramedullary nail (imn), spiral blade, 5.0 mm distal locking screw and 5.0 mm proximal locking screw. Postoperatively, the patient presented with delayed healing and nonunion of the femoral shaft on an unknown date. Patient underwent hardware removal on (B)(6) 2017. The distal locking screw was removed and the nail, spiral blade and proximal locking screw remained intact in the patient. As per the facility, it is unknown if there is any issue with the proximal locking screw or the reason for possible removal. Facility is unaware if there is any alleged malfunction with the proximal locking screw. This report addresses the non-union and delayed healing. The linked complaint (B)(4) documents the screw breakage of the distal screw which occurred during the revision surgery. This report is for one (1) unknown proximal interlocking screw. This is report 3 of 4 for complaint (B)(4).